Event description:
The primary IV tubing was attached to the extension set & the nurse was plugging it into the IV catheter in the pt when the primary tubing broke off at the luer lock. No adverse pt outcome reported.